Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, quality control, trends, functional test and a visual inspection of the returned device was conducted during the investigation. Functional testing of the returned product confirmed leakage occurred through the cap of the check-flo valve assembly. The sub-assembly was disassembled at the location of the leakage, and excessive glue was found holding the cap onto the "y" body assembly. There are controls in place to prevent the check-flo valves from leaking. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints.

Event description:
Prior to the procedure, during flushing, the user facility noted that leakage occurred at the check flo valve. However, they decided to use the product anyway for the fistulagram procedure. Leakage occurred at the same area of the check flo valve during the procedure. There was no significant blood loss and the procedure was completed using another cook sheath. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
Prior to the procedure, during flushing, the user facility noted that leakage occurred at the check flo valve. However, they decided to use the product anyway for the fistulagram procedure. Leakage occurred at the same area of the check flo valve during the procedure. There was no significant blood loss and the procedure was completed using another cook sheath. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.